Event description:
The customer reported that the cannulas were bent, and she had not received no delivery alarm ever though the cannula was bent. Advised the customer to call back when the tubing clamp arrives to continue testing. The customer treated her high blood glucose with bolus delivery, and she may threat with a manual injection if it is needed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.